Event description:
During a laparoscopic liver resection, the cusa excel 23 khz cem nosecone stopped working even though the button was pressed. The unit sometimes worked or didn't work depending on how they pushed the button, so they replaced the nosecone and confirmed the normal performance. There was no contact and the patient did not incur an injury as a result of this issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.